Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information become available.

Event description:
It was reported that this pacemaker and unknown right ventricular (rv) lead exhibited suspected myopotential noise and oversensing that resulted in pacing inhibition. During follow-up, noise was observed when the patient inhaled and exhaled, as well as with some movement. The physician decreased programmed sensitivity to avoid further pacing inhibition. Boston scientific technical services (ts) reviewed device data noting noise during an episode of pacemaker mediated tachycardia (pmt). Possible causes of the noise were discussed with ts stating it appeared consistent with background noise due to its consistent amplitude. Lead impedance measurements were also observed to have decreased over the preceding year. While ts noted the change in sensitivity may be sufficient to prevent further episodes of oversensing, additional provocation and manipulation testing was advised. No adverse patient effects were reported.